Manufacturer narrative:
H3: product analysis: product ID #9560524 and lot # my14a001r during the incoming inspection, deformation of the threads on the handle screw was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from user facility via a manufacturer representative regarding a screw used for spinal therapy. It was reported that the thread of the handle screw was deformed. There was no patient involved in this event. There were no further complications reported regarding this event.